Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed the ground pin on the mobile view station (mvs) power cable was damaged. The power cable was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, outside of a case, the mobile view station (mvs) power cable was damaged and the imaging system was unable to charge. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
The power cable for the viewing station of the imaging system was returned to the manufacturer for evaluation. It was reported that the cable failed continuity testing and that visual inspection found that the ground prong was missing.